Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A factory calibration was performed, and the device was still getting the error message. The reported issue was confirmed. The defective mainboard was the root cause of the issue. The reported issue was resolved by replacing the main board. The device then passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that device failed gas calibration. There was no patient involvement.